Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: further investigation of the event reported by the customer has determined that duplicate information was provided to terumo bct. The information provided in the initial report for this event has been determined to be information that was also reported in MDR #(1722028-2018-00144). No event occurred for this report, therefore, there is no further information to provide. Refer to (1722028-2018-00144) for investigation of that event.